Event description:
The service repair tech reported that during routine testing of the device at the service ctr, the screen lock up with dimm flexing on the central control monitor (ccm). There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair tech (srt). The issue was corrected by cleaning the module's contacts and reinstalling the dual in-line memory module (dimm). If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.